Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd did not receive samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that there have been an increase of false positive hepatitis b surface antigen results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (19 of 19 complaints) it was reported that there has been a substantial increase in initial false positive hep b surface antigen results. This is for the month of september 2019 that had 753 test repeats.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there have been an increase of (B)(6) results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (19 of 19 complaints). It was reported that there has been a substantial increase in initial (B)(6) results. This is for the month of (B)(6) 2019 that had 753 test repeats.